Event description:
Patient had need for serial magnetic resonance imaging (MRI) to follow a known brain tumor. Patient also had hearing loss and a cochlear device was implanted after the most recent MRI at an outside hospital. The device info including serial numbers and model type are not known as it was implanted at an outside hospital. The cochlear device information card states that an MRI "may cause deleterious effects to the device and the patient." The device is listed in mrisafety.org as "conditional 5". A conditional 5 recommendation directs the care giver to the manufacturer's web site. The web site details the measures needed to make the device safe for an MRI which includes surgical removal of the magnet from the device.the patient/family believes a removal of the outer piece was sufficient to allow for an MRI. The technologists reviewing the patient's info and device information provided on the device card believed that the removal of the outer was sufficient.the patient entered the magnetic field and reported pain in the area of the device. The patient was taken out of the MRI area and assessed by a physician. The physician noted a protuberance over the site of the device. A computed tomography (CT) scan performed showed the device had moved but that the lead to the middle ear was still in place. The patient was seen by her otolaryngology (oto) physician who determined the device was no longer operable. The oto physician will perform a staged procedure, replacing the damaged magnet to repair the device and getting the MRI at the same time at the outside hospital.